Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy, while the device was being applied to the artery, the surgeon had issues with loading or firing of the clips. The surgeon was not able to squeeze the handle. Replaced by a new device to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.